Event description:
The user hears a continuous noise when the audio processor is attached to the implant.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Additional information: according to the complaint information and the manufacturer_s experience with this kind of device, it is assumed that the device might have failed due to humidity ingress at the housing braze joint through micro-leaks. The concerned device was explanted but has not been received for investigation yet.

Event description:
The user hears a continuous noise when the audio processor is attached to the implant. The user has been reimplanted.

Manufacturer narrative:
Additional information: according to the complaint information and the manufacturer's experience with this kind of device, it is assumed that the device might have failed due to humidity ingress at the housing braze joint through micro-leaks. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user hears a continuous noise when the audio processor is attached to the implant.